Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the dongle posts had broken off of the bulkhead. The posts were replaced. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported the system was stuck in e-stop. This issue was noted outside of a procedure, and there was no patient involvement.